Event description:
A patient reported experiencing inaccurate high results with their meter. The patient's blood glucose results were 207 compared to the lab's 158 mg/dl. Tests were done within 5 minutes with a difference of 31%. Checkstrip test within range. Patient did not experience any adverse events. No further information has been reported.